Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error alarm. The customer¿s blood glucose was 330 mg/dl. The customer confirmed that insulin pump was neither exposed to magnet field nor dropped. Drive support cap was intact as per customer. Customer reported high blood glucose. Customer was advised to correct her blood glucose using injection. The customer was advised to stop using the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.